Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes increased thirst and frequent urination. Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned meter: does not turn with strip inserted. No defect found on returned test strips. Root cause: rc-001: miscellaneous user induced contamination on the strip connector. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint that the true metrix air meter did not turn on when a test strip was inserted. Customer stated the battery had been changed on (B)(6) 2021. The customer is using the correct battery and it is in the correct orientation for the meter. During the call, the true metrix air meter powered on using the power button, but not when a test strip was inserted. The test strip lot manufacturers expiration date is 11/30/2022; product storage and open vial date were not disclosed. At the time of the call the customer reported symptoms of increased thirst and frequent urination; medical attention was not needed at the time.